Event description:
"On (B)(6) 2013 the (B)(6) representative at maquet (B)(6) reported temperature regulation problems on the hcu 30 serial number unknown. Reference complaint (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. Reference complaint (B)(4)."